Event description:
It was reported that the rv lead seems to be failing. There is oversensing of noise, low impedance counts, and an rv lead warning upon interrogation. The pace and sense polarities were both changed to unipolar, rv sensitivity setting to 11.2mv, and rv output increased to 5.0v at 1.0ms. The device is still in use but plan to upgrade soon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.